Event description:
It was reported that the device got extremely hot. Backup was available to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand, which was found to perform as intended. Future test was completed and the ablation, coagulation output voltages and temperature readings all fell within specified ranges. The sd card information was downloaded and the information shows the following error/s: no error codes were recorded for this event during the period reported. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors, which can lead to overheating issue include: 1. The saline line might not have been open enough to allow the proper saline flow to keep the unit from overheating, but the log did not show the unit overheating. 2. The wand may have been used improper causing the wand to overheat as there was not enough saline flow or the wand was clogging not allowing the correct flow or excessive usage of the electrodes. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a rotator cuff repair surgery, the device got extremely hot. A back-up device was available to complete the procedure without any delay. No patient injuries were reported.